Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, a cuff failure was noticed. Customer indicated there was no patient harm with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed air contained in both the bronchial and tracheal cuffs. A inflation/deflation test was performed and leakage was noted form the main body of the bronchial cuff. This type of damage is indicative of the cuff coming in contact with a sharp utensil or object. The most probable root cause is the cuff came in contact with a sharp utensil or object. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, a cuff failure was noticed. There was no patient harm.